Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2024, patient's right knee was revised to address chronic deep infection, secondary to a fall in (B)(6) 2023, that resulted in wound dehiscence (treated at that time with surgical irrigation & debridement and IV antibiotics--see (B)(4), and then subsequently led to the patient's current pain, swelling, and limited range of motion at the time of this revision. On the day of surgery, patient presented with a large boil (infected cyst) and poor skin integrity at the previous surgical; site. Surgeon performed an extensive synovectomy to remove infected soft tissue. All total knee implants were explanted (they were well fixed), and an antibiotic impregnated spacer construct was implanted to treat the infection. There were no complications--patient tolerated the surgery well.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Study no: dots. Clinical adverse event received for chronic infection, infection - deep. Device related: remote possibility. Procedure related: possibly. Date of event: 17/jul/2024. Date of implant: information not provided. Date of revision: information not provided. Device location: right. Treatment/impact: information not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received: on (B)(6) 2024 medical records note the patient is one year post revision right knee. A few weeks after that surgery the patient fell and dehisced her wound. An emergency I&d was performed. Recently the patient had noticed some increased swelling. Physical examination notes moderate effusion with a an area of redness along the medial proximal tibia. Chronic infection noted, as an aspiration was performed. On (B)(6) 2024 aspiration results from knee show a gram-positive cocci infection. The patient is on oral antibiotics.